Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bar going across a blank screen. This condition had the potential to interrupt delivery. This condition was found in the central supply department upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bar going across a blank screen was confirmed and reproduced during product evaluation. The root cause was assigned to a faulty main display that had lines on it. The main display was replaced with associate parts in order to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.